Event description:
Device is used in cataract surgery to maintain the eye. It is a device that is injected into the eye. The physician reported that after the product was injected into the eye he saw metal shavings that he attributes to the cannula of the device. The physician extracted the particle in question from the eye and placed it on a sponge. This sponge and the remains of the product have been sent to an independent lab for testing. This event was reported to the MFR.